Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient was hospitalised for administration of IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.